Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level subsequently increased; bg value was not provided. Insulin was administered via a manual injection to address bg. Reportedly, the customer filled the tubing with less than 30 units. The customer filled the tubing with additional insulin to resolve the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.